Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up where post-paced t-wave oversensing was observed on a real-time egm. The issue was resolved by reprogramming the device.